Event description:
A break in the retention dome during traction removal. The indwell time was 162 days. The dome portion fell into the pt's stomach and it was removed endoscopically.

Manufacturer narrative:
The complaint of the retention dome detaching during removal (separation of the dome and feeding tube) is confirmed, cause undetermined. Gross and microscopic examinations show the retention dome has completely separated from the od of the feeding tube. A chr is not possible, as no manufacturing lot number information has been provided by the complainant.